Manufacturer narrative:
No device was returned for evaluation. Information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the truepass needle broke when passing through the cuff. All pieces were removed. A backup device was available to complete the procedure. A five minute delay was noted as a result. No patient impact was noted.